Event description:
It is reported that battery voltage reading was 2.5v in clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated battery voltage - low telemetered battery voltage. On 26-jul-2010, the telemetered battery voltage was 1.92 v while the daily battery voltage trend measurement was 2.89 v. The device is part of the advisory for this model.